Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited a pacing impedance meaurement of greater than 2000 ohms and no longer captured in the right ventricle (rv). No noise was seen. A guidant technical services consultant discussed a possible loose setscrew; a header problem or seal plug issue would be more likely to produce noise, and lead dislodgment would likely show on intracardiacs and surface readings.